Manufacturer narrative:
Cylinders and pump model 72404232, serial (B)(4), manufacture date 6/16/2010, expiration date 6/1/2012. Reservoir model 72404155, serial (B)(4), manufacture date 6/21/2010, expiration date 6/7/2012.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) replacement surgery due to fluid loss, but during the removal of the ipp, the iliac vein was torn and a spectra penile prosthesis was implanted instead of another ipp. No further patient complications were reported in relation to this event.